Manufacturer narrative:
Continuation of d10: product ID neu_unknown_cath: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown, ubd: unknown, UDI#:unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient who was receiving compounded baclofen, hydromorphone, clonidine, and bupivacaine via an implantable pump. It was reported that examination revealed pump pocket seroma without redness or signs of infection. The patient experienced tenderness at the site. It was further reported that 46 ml of fluid was aspirated from the site on (B)(6) 2026. The outcome of the event was ongoing. The device diagnosis was indicated as not applicable, and the clinical diagnosis was pump pocket seroma. Regarding etiology, the event was related to the device/therapy and unrelated to the implant procedure. Additional information was received from a healthcare provider via a clinical study regarding a patient who was receiving compounded baclofen, hydromorphone, clonidine, and bupivacaine via an implantable pump. It was reported that on (B)(6) 2026, the patient contacted the clinic with concern for possible infection at incision site. The patient sent photo which was reviewed without further concern. No action taken. On (B)(6) 2026 the patient reported itching at lumbar incision site with fluid leaking from site. It was indicated that there were no signs or symptoms of infection, and the incision was re-bandaged. As of (B)(6) 2026, the lumbar incision site was healing; the was site cleaned and new bandage applied. Concern for lumbar site infection was indicated. They started keflex on (B)(6) 2026. On (B)(6) 2026, the patient was referred to wound clinic. On (B)(6) 2026, a physician from wound clinic contacted the clinic reporting the incision was cleaned and was opening to the catheter. Pending probable explant was further indicated. The device diagnosis was indicated as not applicable. The clinical diagnosis was possible lumbar site infection. The outcome of the event was ongoing. Regarding etiology, the relationship of the event to the device or therapy was not related, but was related to the implant procedure.